Event description:
The tigerpaw system ii 7-pin device was placed with no problem and worked fine. Bleeding below the clip was noticed when the cross clamp was removed and the pt was weaned from the extracorporeal circulation. The dr attempted to fix it with pledget and suture but was unsuccessful. The dr ended up cutting the device off where it was bleeding and over sewing the left atrial appendage.